Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type catheter. Product ID 8785, lot# (B)(4) serial#, implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2016, UDI#: (B)(4); product ID: 8785, serial/lot #: (B)(4), ubd: 16-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's system was explanted due to an active infection. There were no external factors that contributed to the event. No diagnostics/troubleshooting were performed. The event date was unknown. The issue had been resolved and the explanted devices were discarded. The patient's weight and medical history were unknown.